Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in 105-000299-01 rev d, monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
It was reported that during a monarch-assisted bronchoscopy procedure the patient experienced a pneumothorax. The location was right upper lobe. The location of the pneumothorax was right side. During the procedure the patient went in cardiac arrest from a tension pneumothorax. A needle decompression was used, and patient regained their pulse. A chest tube was placed in the patient and the patient was hospitalized. The chest tube was removed on (B)(6) 2021. The patient was discharged on (B)(6) 2021.